Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed an found a warp on its rear edge. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. The go/ no go gauge check failed. The go check failed on the left side (display side) of the heater tray. The heater tray bottomed out with the top cover cabinet when placing a 5 kg weight on the tray. The failure is due to the warped heater tray. The load cell verification failed. The scale failed at the 2000 gram and 4000 gram checks. During a treatment, a dc (drain complication encountered) warning, as expected, when intentionally restricting the patient line during a drain phase. An internal inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain issues while using the cycler. A review of the patient¿s treatment records identified that the patient drained 3701 ml during drain 2 of the treatment. This drain volume is 206% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.